Manufacturer narrative:
The reported event was visually confirmed in the field and was addressed by the site personnel. No further action is required. No additional information will be forthcoming.

Event description:
Approximately 3 years and 6 months post heartware lvad implantation, during the examination of the driveline cable for this patient, the connector was found to be loose. This finding was identified as a result of the technical bulletin (3007042319-01/18/13-001-c) issued on 18/01/2013 by heartware inc. For this matter. The driveline cable connector could not be completely unscrewed and removed, so the site personnel fully tightened the connector with a wrench. The site discussed the issue with heartware personnel and it was determined that no further action was required. The event was resolved without patient injury. The site will continue to monitor the patient's driveline cable connector during routine visits and will consult with heartware if further action is needed.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty.